Manufacturer narrative:
The flow sensors were replaced by hospital anesthesia technician and the unit was returned to service. No ge healthcare service was provided. No report of patient involvement.

Event description:
The hospital reported insufficient ventilation caused by a flow sensor diaphragm stuck open. There was no report of patient involvement.